Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2017.

Event description:
It was reported by the patient¿s spouse that after the patient¿s right ventricular (rv) lead procedure the patient felt as they did before and now were told two leads were not functional/turned off and the leads will need to be explanted. Follow-up was conducted and from the information obtained it was reported that the patient was a twiddler. The patient had wound their right ventricular (rv) lead, left ventricular (lv) lead, and atrial lead back into the pocket several times. She was referred to their physician to have the leads extracted and fixed. It was noted that at the time of the procedure the physician determined that the patient did need cardiac resynchronization therapy defibrillator (crt-d) so the system was explanted and replaced with a pacemaker system. No further patient complications have been reported as a result of this event.